Manufacturer narrative:
A ge service rep performed an on site investigation. The filament card was evaluated and replaced. The high voltage terminals on x-ray tube was reconnected and cleaned. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported filament regulator failure error messages. This error occurred during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro (accidental radiation occurrence) . There is no report of injury or death.